Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water-tube and air/water-cylinder appeared to be a dry whitish material but could not otherwise be identified. A definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the colonovideoscope had a bending section cover defect during maintenance. During a standard service inspection of the customer returned device, air/water cylinder and tube had foreign objects. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air/water cylinder and tube had foreign objects. In addition, suction cylinder discoloration, down direction failure to meet standard, and bending section cover lifting were observed. Lastly, cracks and wrinkle were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.